Manufacturer narrative:
Medical products- 00599401691 63009842 femoral size f, lt (green/str blue) ; 00599003610 63305431 5mm distal augment (femoral f); 00599003610 63419322 5mm distal augment (femoral f); 00598800427 62932341 10mm block tibial augment, size 4 ; 00598800427 63245823 10mm block tibial augment, size 4 ; 00598801013 63445013 straight stem 13mm x 145mm (100mm); 00598802011 63338907 offset stem, 11mm x 145mm (100mm) ; 00579104100 63467026 headed screw; 00579104100 63503241 headed screw; 00590102000 63460539 headless trocar drill pin.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon further review, this device was not associated with the reported event.

Manufacturer narrative:
(B)(4). (B)(4). Medical product: nexgen augment post block, cat#: 00599003601 lot#: 62998830. Nexgen femoral augment block, cat# 00599003621 lot#: 62591559. Nexgen straight stem extension, cat#: 00598801012 lot#: 62937550. Nexgen femoral component, cat#: 00599401692 lot#: 62941772. Nexgen distal femoral augment, cat#: 00599003620 lot#: 62998879. Nexgen tibial block, cat#: 00598800327 lot#: 62925302. Nexgen tibial block, cat#: 00598800327 lot#: 62641746. Nexgen straight stem extension, cat#: 00598801010 lot#: 62860982. Nexgen stemmed tibial component, cat#: 00598003701 lot#: 63064339. Nexgen all polyethylene patella, cat#: 00597206529 lot#: 62913325. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a stage-two post infection revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.